Manufacturer narrative:
H4: the lot was manufactured between march 26, 2024 ¿ march 27, 2024. H11: three (3) devices were received for evaluation. A leak test was performed, and a leak was observed from one side of the bladder crimp inside the housing. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variation within the raw material properties of the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors leaked from the bladder. This was observed during the filling process. There was no patient involvement. No additional information is available.